Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The patient circuit was replaced.

Event description:
The hospital reported the machine had a leak. There was no report of patient involvement.